Manufacturer narrative:
Correction on initial report: disregard file- after further review, file is deemed not-reportable.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during an infusion of lipids in the nicu, the clinician changed out the tubing when the portion of the tubing that connects below the drip chamber broke off. There was no patient harm.

Event description:
The customer reported that in the nicu during a tubing change, per hospital protocol of every 24 hrs, the set broke below the drip chamber. There was no report of patient involvement.